Event description:
It was reported that the battery longevity of this pacemaker went ten years to six years and three months in a span of six months. The patient had a chronic atrial fibrillation (af). The data analysis indicated that there was a power increase from about 40 microwatts to about 60 microwatts. This is consistent with the extra power from sensing the af. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Impact code appropriate term / code not available was used as there were no surgical interventions performed. This supplemental report was created due to update on h6: evaluation conclusion codes.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this pacemaker went ten years to six years and three months in a span of six months. The patient had a chronic atrial fibrillation (af). The data analysis indicated that there was a power increase from about 40 microwatts to about 60 microwatts. This is consistent with the extra power from sensing the af. To date, the device remains in service. No adverse patient effects were reported.